Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent implanted in the rca. Approx 2.5 months post index procedure the pa tient suffered non st elevated mi. The mi occurred in the target vessel, the rca. The patient was treated with pci of the rca. The patient recovered. The investigator assessed the event as not related to the index device or anti-platelet medication. Safety assessed the event as possibly related to the index device and not related to anti-platelet medication.

Manufacturer narrative:
Cec adjudicated late stent thrombosis, arc definite of the rca. If information is provided in the future, a supplemental report will be issued.